Manufacturer narrative:
The designated author responded to requests for additional information and commented that the complications and mortalities in the article were unrelated to the da vinci devices.

Event description:
Refer to h11 for follow-up information.

Event description:
A review of a literature article describing a retrospective analysis of all patients undergoing da vinci assisted robotic distal pancreatectomy (dp) and pancreaticoduodenectomy (pd) procedures performed by a single surgeon, was completed. The study evaluated the safety and feasibility of instituting a robotic pancreatectomy program. The study included surgeries from may 2014 to december 2020, during which 62 patients underwent robotic pancreatectomy, 34 patients were in the pd group and 28 patients were in dp group. One patient who underwent pd experienced a cardiac arrest following a pulmonary embolism on post-operative day 5 and could not be revived. There were no da vinci device issues reported in the article. Additional information was requested from the designated author; however, no response has been received.

Manufacturer narrative:
This medwatch report reflects one of two deaths that occurred, both in the pd group. See related report number 1 for the other mortality identified in the article. No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. A review of the article performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a pulmonary embolus. No allegation of any issue with any intuitive surgical products was made. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Citation: mckay b, brough d, kilburn d, cavallucci d. Safety and feasibility of instituting a robotic pancreas program in the australian setting: a case series and narrative review. Anz j surg. 2024 jul-aug;94(7-8):1247-1253. Doi: 10.1111/ans.18998. Epub 2024 mar 26. Pmid: 38529778. Section a - patient information - no specific patient demographics were provided for this patient. Study demographics in the pd group included 34 patients with a median age of 68 years (range 42-84); the gender is cited as 13 female, presume 21 male. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.